Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction with a patient interface (pi) during lasik flap creation on the left eye. There are multiple related reports for this facility. This report addresses a pi used on 05/07/2021 (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
(B)(4). A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed. The ablation test was repeated and completed successfully. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for the left eye (os) was done about five minutes before laser fired instead of immediately before firing. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).